Manufacturer narrative:
(B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. It was found that this order was made from the correct materials and components. It can then be stated that the alleged non-conformance inciting this complaint was not due to an error in tecomet - kenosha's manufacturing process. This instrument was produced at the tecomet, inc. Kenosha wi facility in march of 2020. Evaluation of the returned instrument shows that the tips are slightly loose and misaligned in the closed position therefore we are able to validate this complaint. After the initial evaluation this instrument was dis-assemble in order to evaluate its internal components and it was found that the drive rod (n00185) fingers are both damaged. We suspect that the damaged drive rod fingers caused the jaws to become slightly loose and misaligned in the closed position. We are unable to determine what caused the drive rod fingers to become damaged but mishandling of this device at the end user's facility is suspected. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings , no further actions will be taken in response to this complaint and this record will be deemed closed.

Event description:
The jaws of the applier was found misaligned during a pretest before an operation. Therefore, a new unit was used instead. The applier was delivered to the hospital in february 2021, as a replacement for complaint.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The jaws of the applier was found misaligned during a pretest before an operation. Therefore, a new unit was used instead. The applier was delivered to the hospital in (B)(6) 2021, as a replacement for complaint.